Event description:
Medtronic received information regarding a guidance system being used during a procedure. It was reported that while adding a screw head to a planned screw, the length of the screw changed to 40 instead of 45. As a result, the surgery continued without the screw head in the software. There was no patient harm reported. Additional information was received. There were no symptoms to patient, the procedure was a posterior lumbar fusion, and there was no delay to the procedure.

Manufacturer narrative:
H7) this regulatory report is being submitted due to retrospective review through fa1523, 806 report # 3005075696-12/16/2025-001-c. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit0001955, software version: 5.1.3. H3, h6) a software analysis was performed for this event. In summary, a software issue was identified. Codes b01, c10, and d08 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.